Event description:
Customer reported device = 123 mg/dl. Customer was having severe abdominal pains and vomiting. Customer was taken to the emergency room (ER). ER device = 23 mg/dl. Customer was given dextrose adn an IV. No controls were used. A request was made for return product and replacement product was sent.